Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket site for the past month. The patient was connected to a wound vac (tubing noted as 3 to 4 feet long) to increase the drainage from the area. The ins was turned off to concerns with interactions with the wound vac device. Follow up information received reported that the patient still had the wound vac but was healing and receiving effective therapy from the ins. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was explanted at an unknown date due to infection. Her lead remained in place until (B)(6) 2013. The lead was removed and replaced with the new lead.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n276798, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead.